Event description:
Reporter states pin connectors are blackened. Reporter states 3rd, 6th, 7th, and 10th pins are blackened. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.